Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices were not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. Based on the information available, a definitive cause for the reported patient effects could not be determined in this case. The reported adverse patient effects of attack, cerebrovascular accident, myocardial infarction, shock, cardiac arrest, renal failure, and hemorrhage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event, implant date: dates estimated. (B)(4). This was reported via a summary article; therefore, there is no device to return. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The patient death listed is being filed under a separate medwatch number.

Event description:
This is being filed to report transient ischemic attack/stroke, acute myocardial infarction, cardiogenic shock, cardiac arrest, acute kidney injury, major bleeding, re-hospitalization, and medical intervention. It was reported through a research article identifying mitraclip that may be related to patient death, transient ischemic attack/stroke, acute myocardial infarction, cardiogenic shock, cardiac arrest, acute kidney injury, major bleeding, re-hospitalization, and medical intervention. Specific patient information is documented as unknown. Details are listed in the attached article, titled impact of age and comorbidities on the effect of transcatheter versus surgical mitral valve repair on inpatient outcomes. No additional information is provided.